Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present. This was due to threads on the half nut. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.